Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found no new alarms. Visual inspection of external components found damage to display cover and fan cover. Visual inspection of internal components found damage for the left battery well base and both bottom anchor bosses on the front housing. Freedom driver passed all functional testing for acceptance at incoming inspection. An additional 48-hour observational run was performed. No abnormalities were observed and no alarms resulted. Fault alarm could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The customer complaint could not be replicated; the root cause of the reported malfunction could not be determined. The failure investigation found no evidence of a device malfunction. Although damage was found to the display and fan covers as well as the left battery well base and anchor bosses, this was cosmetic only and could not have contributed to the reported complaint. Patient was switched to a backup driver with no reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a fault alarm while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.